Event description:
A report was received that a patient had a pocket revision due to pocket discomfort. The ipg pocket was moved to a new location and the physician added two lead extensions. Nothing was explanted and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is a final report.